Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav and observed an irrigation issue (catheter was used in the patient). Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 24-apr-2026. The suspected device for the reported flow/irrigation issue was the catheter. No error noted from the smartablate pump. The water outlet was blocked. Replaced the catheter to resolve the irrigation issue. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. Additional information was received on 29-apr-2026. The pentaray nav catheter was used in the patient. The irrigation issue was originally considered non-reportable, however, bwi became aware on 29-apr-2026 that the catheter was used in the patient and have reassessed the event as reportable. The awareness date for this record is 29-apr-2026.